Manufacturer narrative:
The customer was provided with a replacement glidescope gvm video monitor under warranty. The video monitor was returned to verathon for evaluation. A technical service representative evaluated the returned device and was unable to duplicate the reported issues. During testing the video monitor was allowed to remain powered on for two (2) hours with no issues noted. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope gvm monitor, the screen would show vertical lines and then continued to power off. A delay in the procedure of an unknown duration occurred as an unknown back-up unit was obtained. No harm to patient or user harm was reported.